Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement greater than 3000 ohms triggering a lead safety switch (lss) to unipolar. It was also noted the rv lead has exhibited noise issues since implant three months ago. The patient was seen in-clinic and the bipolar impedance and threshold measurements were good. Technical services (ts) was consulted and advised in november of last year the device recorded a signal artifact monitoring (sam) episode due to oversensing of noise on the rv lead resulting in the minute ventilation (mv) feature being automatically disabled. Ts provided troubleshooting and device optimization recommendations. At this time, the lead and device remain in service. No adverse patient effects were reported.